Event description:
Instrument malfunction resulting in reporting of erroneous test result -hcg-. Erroneous result was produced which contained no warning flags or error codes indicative of instrument malfunction ot alert the tech that results were questionable. Discovery of malfunction occurred when physician questioned results and pt was redrawn x 2 to verify original results.